Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent ipg replacement procedure and was doing well postoperatively. Additional information was received that the patients ipg stopped taking a charge. The explanted ipg was not returned as it was not released by the medical facility.